Manufacturer narrative:
The patient reported having prior issues with, and previous hospitalizations related to, the remunity pump; however, the exact dates of these events were not provided. Therefore, the event date (b3) and the patient's age at the time of the event (a2) are not provided in this report as they are unknown. A review of the patient's most recent complaint identified a record from (B)(6) 2023. In that event, no hospitalization was reported, and the patient stated that they transitioned to a cadd ms3 device. No additional complaints were reported between that event and the current report. This report provides the patient's account as reported and is being submitted out of an abundance of caution. No components or additional information related to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 21-nov-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc, on 22-nov-2025. The patient reported that the remunity pump did not work for her, and that previous attempts to transition to the remunity pump resulted in hospitalization each time. No additional information regarding the dates of the events or details pertaining to the prior hospitalizations is available at the time of this report. Attempts to obtain additional information from cvs specialty pharmacy regarding the specific device issue were unsuccessful.